Event description:
The customer alleged that a physician contacted the laboratory questioning calcium results, which the physician believed were too high. The customer was not able to provide an estimate of the number of questionable results reported from the laboratory, but did state that the issue was ongoing for at least 1 week. The laboratory pulled 5 random samples that were sent to another laboratory for analysis: sample 1: male, (B)(6) initial calcium: 12.3 mg/dl repeat calcium (2nd laboratory): 11.3 mg/dl repeat calcium (initial analyzer, after recalibration): 11.5 mg/dl sample 2: female, (B)(6) initial calcium: 10.7 mg/dl repeat calcium (2nd laboratory): 9.8 mg/dl repeat calcium (initial analyzer, after recalibration): 10.0 mg/dl sample 3: female, (B)(6) initial calcium: 10.8 mg/dl repeat calcium (2nd laboratory): 9.8 mg/dl repeat calcium (initial analyzer, after recalibration): 10.0 mg/dl sample 4: male, (B)(6) initial calcium: 10.8 mg/dl repeat calcium (2nd laboratory): 9.7 mg/dl repeat calcium (initial analyzer, after recalibration): 10.0 mg/dl sample 5: female, (B)(6) initial calcium: 11.3 mg/dl repeat calcium (2nd laboratory): 10.4 mg/dl repeat calcium (initial analyzer, after recalibration): 10.5 mg/dl one or more of the following calcium reagent lots may have been involved: 621149 618289 622667 the customer stated that the physician did not question the initial results on these 5 samples, but that the samples were randomly pulled for troubleshooting. The customer was unable to provide any information regarding treatment or injury resulting from these events. The field service representative was unable to determine the cause of the event. Both the customer and the technical service representative suspect that incorrect pipettes were used to make up the assay calibrators. Performance tests were run and found to be acceptable.